Event description:
During open heart surgery, computer screen froze. Roller head display read "no computer system." Continued case without time, temperature and pressure sensor working. Time clock froze and monitor touch screen unresponsive.